Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v699552, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported that low impedances (short circuit) were measured on the lead component of the patient's implantable neurostimulator (ins). Specifically, electrodes #0 and 3 showed values of <(><<)>50 ohms when tested at 1.2 volts, 100 micro-amps. It was noted that 0 and 3 electrodes were not programmed in the patient's device. No actions or interventions were taken at the time of report. The event outcome was reported as ongoing. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.